Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 491 mg/dl at the time of incident and other relevant blood glucose levels were over 400 mg/dl, 454 mg/dl, 491 mg/dl and 424 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was inactive. Customer treated their high blood glucose with insulin pump. Customer did not alleging insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020-snsr, unomed set.